Event description:
Not able to walk [unable to walk] around 60ml fluid was removed [injection site joint effusion] ([injection site joint inflammation], [injection site joint swelling], [injection site joint warmth]) around 60ml fluid was removed (right knee) [arthrocentesis] there was no real effect with no reported adverse event [therapeutic product effect incomplete]. Had a synvisc-one injection with cortisone with no reported ae [wrong technique in device usage process]. Case narrative: this case is linked to case ID 2023sa154713 (multiple device suspect used for the same patient). Initial information received on 16-may-2023 from canada regarding an unsolicited valid serious case received from the patient. This case involves 65 years old male patient who reported not able to walk, around 60ml fluid was removed (right knee), there was no real effect with no reported adverse event (ae) after being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one] with cortisone with no reported ae. The patient's past medical history, medical treatment(s) and family history were not provided. The patient had knee surgery 15 years ago (in 2008). On (B)(6) 2023, the knee was very swollen. Concomitant medications included cortisone. He had been taking other viscosupplements (joint lubricant) for 15 years twice per year and it was going well, and the last two were synvisc-one. He had synvisc one in right knee in nov-2022. Patient had no known allergies and was not allergic to eggs. At the beginning, patient started with synvisc one for 2-3 years and always had inflammation at the injection point and was advised by representative (nos) back then to have cortisone injection at the same time and that was helping for years. Patient said the inflammation was very slight that he did not need to call and report it (no further information expected for this ae). However it aggravated with time so he decided to try other products. He started to receive durolane and novavisc and did not have any problems. But because the volume injected was 3 ml and 4 ml with these injections, patient felt that it was probably not enough. So he decided to have synvisc one. On (B)(6) 2023, the patient received synvisc one injection in his right knee at a dose 6 ml once via intra-articular route (lot: crsl027a, expiry date: 30-jun-2025, strength - 48mg/6ml) for osteoarthritis with cortisone (wrong technique in device usage process; same day latency). The reason for receiving cortisone injection (1 ml) was to prevent inflammation at the injection site due to synvisc-one injection. Everything went well after the injection, and the next day (onset: 10-may-2023; latency: 1 day) his knee showed inflammation, then another inflammation, and yet another inflammation (injection site joint inflammation). He went to the ER (emergency room/ hospital) to have fluid removed (around 60ml was removed) (aspiration joint, injection site joint effusion), inflamed and warm (injection site joint warmth). After a latency of a day or two later patient knee became hot (injection site joint warmth), however was still quite swollen (injection site joint swelling) (onset date: 14-may-2023; latency: 5 days), very swollen to the point that he was not able to walk (gait inability, onset: may-2023). He liked the product but felt he was not compatible with it and taking celebrex to control it and there was no real effect back then (therapeutic product effect incomplete). The patient know it's normal to had a little inflammation, but that's a lot. The patient said he had knee surgery 15 years ago and it was the worst side effect he had. Tomorrow (on 17-may-2023) he had an appointment at the hospital to try to find a solution. He continued to taking anti-inflammatory (celebrex) but it did not help as much. Patient returned to orthopedist on 18-may-2023 and received cortisone injection that helped with the inflammation. It improved very slowly each day. Very slight inflammation in the morning, but a bit more at the end of the day. Patient put a pillow beneath his knee during the night and it went well. When he wake up in the morning, the first steps were difficult and then it started to get better once the warming up done. Patient also put a lot of ice and was still putting ice. Patient was retired so was able to rest and only doing few activities. Patient was not taking celebrex as of now. Patient also used a balance brace with 10 tractions and this removed pressure from the joint. Patient did not have any previous knee surgery, but he plans to have a knee surgery in the future. He aims to extend the time before having the surgery as much as possible with the viscosupplement injections (as per his orhtopedist, he would have limits after the surgery, so the orthopedist advised him to wait until the pain from osteoarthritis becomes inconceivable). Patient felt he becomes more and more reactive to synvisc-one injections. Action taken: not applicable for all events. Corrective treatment: the patient was treated with celecoxib for injection site joint effusion, received cortisone injection, puts a pillow beneath his knee during the night, warming up was done, put a lot of ice and was still putting ice for injection site joint inflammation, used a balance brace with 10 tractions for gait inability and removal of fluid for arthrocentesis and gait disturbance. Outcome: unknown for the event arthrocentesis, therapeutic product effect incomplete, wrong technique in device usage process, recovering for injection site joint inflammation and was not recovered / not resolved for rest of the events. Seriousness criteria: medically significant for aspiration joint, injection site joint effusion; disability for gait inability and intervention required for gait inability, aspiration joint, injection site joint effusion a ptc (product technical complaint) was initiated on (B)(6) 2023, for synvisc one (lot: crsl027a, expiry date: 30-jun-2025) with global ptc number 100328018. The sample was not available. Ptc stated: based on the complaint from intake team, there is no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The defect class has been updated to ii - (dp 17may23). Batch # crsl027a, synvisc one was manufactured on 18jul2022 with expiration date of 30jun2025 yielding 4,500 singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Customer sample was not available. Root cause could not be determined. Trend analysis: there are a total of 10 complaints for mother lot crsl027 and sub-batches. 100264127 crsl027b leaflet missing100271615 crsl027a adverse event100271616 crsl027a adverse event100276081 crsl027a adverse event100277114 crsl027a adverse event100277115 crsl027a adverse event100278191 crsl027a adverse event100305205 crsl027a adverse event100326387 crsl027a without / not enough effect100328018 crsl027a adverse event there is no quality related defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Based on investigation and trend analysis, no CAPA required. Sanofi will continue to adverse events. Trend analysis will be performed on a periodic basis "product event handling" to determine if a CAPA (corrective and preventive action) is required. Final investigation complete date: 02-jun-2023 with summarized conclusion as no assessment possible. Additional information was received on 16-may-2023 from patient. The events of injection site joint inflammation, wrong technique in device usage process were added. Batch number along with expiry date was added. History was updated. Text amended accordingly. Additional information was received on 26-may-2023 from other healthcare professional from quality department. Ptc details, expiry date updated and strength added. Text amended. Additional information was received on 30-may-2023 from patient. History was updated. Corrective treatment was updated. Clinical course was updated and text amended accordingly. Additional information was received on 02-jun-2023 from other healthcare professional from quality department. Ptc details added. Event onset date and latency for injection site joint swelling was updated. Text amended.

Event description:
Not able to walk [unable to walk]. Around 60ml fluid was removed [injection site joint effusion] ([injection site joint inflammation], [injection site joint swelling], [injection site joint warmth]). Around 60ml fluid was removed (right knee) [arthrocentesis]. There was no real effect with no reported adverse event [therapeutic product effect incomplete]. Had a synvisc-one injection with cortisone with no reported ae [wrong technique in device usage process]. Case narrative: this case is linked to case ID: (B)(4) (multiple device suspect used for the same patient). Initial information received on 16-may-2023 from canada regarding an unsolicited valid serious case received from the patient. This case involves 65 years old male patient who reported not able to walk, around 60ml fluid was removed (right knee), there was no real effect with no reported adverse event (ae) after being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one] with cortisone with no reported ae. The patient's past medical history, medical treatment(s) and family history were not provided. The patient had knee surgery 15 years ago (in 2008). Concomitant medications included cortisone. He had been taking viscosupplements for 15 years and it was going well, and the last two were synvisc-one. He had synvisc one in right knee on (B)(6) 2022. On (B)(6) 2023, the patient received synvisc one injection in his right knee at a dose 6 ml once via intra-articular route (lot: crsl027a, expiry date: 30-jun-2025, strength - 48mg/6ml) for osteoarthritis with cortisone (wrong technique in device usage process; same day latency). Everything went well after the injection, and the next day (onset: (B)(6) 2023; latency: 1 day) his knee showed inflammation, then another inflammation, and yet another inflammation (injection site joint inflammation). He went to the ER (emergency room/ hospital) to had fluid removed (around 60ml was removed) (aspiration joint, injection site joint effusion) however was still quite swollen (injection site joint swelling), inflamed and warm (injection site joint warmth). After a latency of a day or two later patient knee became hot (injection site joint warmth), very swollen to the point that he was not able to walk (gait inability, onset: on (B)(6) 2023). He liked the product but felt he was not compatible with it and taking celebrex to control it and there was no real effect back then (therapeutic product effect incomplete). The patient know it's normal to had a little inflammation, but that's a lot. The patient said he had knee surgery 15 years ago and it was the worst side effect he has had. Tomorrow (on (B)(6) 2023) he had an appointment at the hospital to try to find a solution. Action taken: not applicable for all events. Corrective treatment: the patient was treated with celecoxib for injection site joint effusion and removal of fluid for arthrocentesis and gait disturbance. Outcome: unknown for the event arthrocentesis, therapeutic product effect incomplete, wrong technique in device usage process and was not recovered / not resolved for rest of the events. Seriousness criteria: medically significant for aspiration joint, injection site joint effusion; disability for gait inability and intervention required for gait inability, aspiration joint, injection site joint effusion. A ptc (product technical complaint) was initiated on 16-may-2023, for synvisc one (lot: crsl027a, expiry date: 30-jun-2025) with global ptc number: (B)(4). The sample was not available. The ptc stated that it is in process. Additional information was received on 16-may-2023 from patient. The events of injection site joint inflammation, wrong technique in device usage process were added. Batch number along with expiry date was added. History was updated. Text amended accordingly. Additional information was received on 26-may-2023 from other healthcare professional from quality department. Ptc details, expiry date updated and strength added. Text amended.

Event description:
Not able to walk [unable to walk] around 60ml fluid was removed [injection site joint effusion] ([injection site joint inflammation], [injection site joint swelling], [injection site joint warmth]) around 60ml fluid was removed (right knee) [arthrocentesis] there was no real effect with no reported adverse event [therapeutic product effect incomplete] had a synvisc-one injection with cortisone with no reported ae [wrong technique in device usage process]. Case narrative: this case is linked to case ID (B)(4) (multiple device suspect used for the same patient) initial information received on 16-may-2023 from canada regarding an unsolicited valid serious case received from the patient. This case involves 65 years old male patient who reported not able to walk, around 60ml fluid was removed (right knee), there was no real effect with no reported adverse event (ae) after being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one] with cortisone with no reported ae. The patient's past medical history, medical treatment(s) and family history were not provided. The patient had knee surgery 15 years ago (in 2008). Concomitant medications included cortisone. He had been taking viscosupplements for 15 years and it was going well, and the last two were synvisc-one. He had synvisc one in right knee in (B)(6) 2022. On (B)(6) 2023, the patient received synvisc one injection in his right knee at a dose 6 ml once via intra-articular route (lot: crsl027a, expiry date: jun-2025, strength - unknown) for osteoarthritis with cortisone (wrong technique in device usage process; same day latency). Everything went well after the injection, and the next day (onset: (B)(6) 2023; latency: 1 day) his knee showed inflammation, then another inflammation, and yet another inflammation (injection site joint inflammation). He went to the ER (emergency room/ hospital) to had fluid removed (around 60ml was removed) (aspiration joint, injection site joint effusion) however was still quite swollen (injection site joint swelling), inflamed and warm (injection site joint warmth). After a latency of a day or two later patient knee became hot (injection site joint warmth), very swollen to the point that he was not able to walk (gait inability, onset: (B)(6) 2023). He liked the product but felt he was not compatible with it and taking celebrex to control it and there was no real effect back then (therapeutic product effect incomplete). The patient know it's normal to had a little inflammation, but that's a lot. The patient said he had had knee surgery 15 years ago and it was the worst side effect he has had. Tomorrow (on (B)(6) 2023) he had an appointment at the hospital to try to find a solution. Action taken: not applicable for all events. Corrective treatment: the patient was treated with celecoxib for injection site joint effusion and removal of fluid for arthrocentesis and gait disturbance. Outcome: unknown for the event arthrocentesis, therapeutic product effect incomplete, wrong technique in device usage process and was not recovered / not resolved for rest of the events. Seriosness criteria: medically significant for aspiration joint, injection site joint effusion; disability for gait inability and intervention required for gait inability, aspiration joint, injection site joint effusion a product technical complaint (ptc) was initiated, and the results were pending for the same. Additional information was received on 16-may-2023 from patient. The events of injection site joint inflammation, wrong technique in device usage process were added. Batch number along with expiry date was added. History was updated. Text amended accordingly.

Manufacturer narrative:
Sanofi company comment dated 22-may-2023: this case involves 65 years old male patient who reported not able to walk, around 60ml fluid was removed (right knee), after being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
Not able to walk [unable to walk] around 60ml fluid was removed [injection site joint effusion] ([injection site joint inflammation], [injection site joint swelling], [injection site joint warmth]) around 60ml fluid was removed (right knee) [arthrocentesis] there was no real effect with no reported adverse event [therapeutic product effect incomplete] had a synvisc-one injection with cortisone with no reported ae [wrong technique in device usage process] case narrative: this case is linked to case ID (B)(4) (multiple device suspect used for the same patient). Initial information received on 16-may-2023 from canada regarding an unsolicited valid serious case received from the patient. This case involves 65 years old male patient who reported not able to walk, around 60ml fluid was removed (right knee), there was no real effect with no reported adverse event (ae) after being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one] with cortisone with no reported ae. The patient's past medical history, medical treatment(s) and family history were not provided. The patient had knee surgery 15 years ago (in 2008). On (B)(6) 2023, the knee was very swollen. Concomitant medications included cortisone. He had been taking other viscosupplements (joint lubricant) for 15 years twice per year and it was going well, and the last two were synvisc-one. He had synvisc one in right knee in (B)(6) 2022. Patient had no known allergies and was not allergic to eggs. At the beginning, patient started with synvisc one for 2-3 years and always had inflammation at the injection point and was advised by representative (nos) back then to have cortisone injection at the same time and that was helping for years. Patient said the inflammation was very slight that he did not need to call and report it (no further information expected for this ae). However it aggravated with time so he decided to try other products. He started to receive durolane and novavisc and did not have any problems. But because the volume injected was 3 ml and 4 ml with these injections, patient felt that it was probably not enough. So he decided to have synvisc one. On (B)(6) 2023, the patient received synvisc one injection in his right knee at a dose 6 ml once via intra-articular route (lot: crsl027a, expiry date: 30-jun-2025, strength - 48mg/6ml) for osteoarthritis with cortisone (wrong technique in device usage process; same day latency). The reason for receiving cortisone injection (1 ml) was to prevent inflammation at the injection site due to synvisc-one injection. Everything went well after the injection, and the next day (onset: (B)(6) 2023; latency: 1 day) his knee showed inflammation, then another inflammation, and yet another inflammation (injection site joint inflammation). He went to the ER (emergency room/ hospital) to have fluid removed (around 60ml was removed) (aspiration joint, injection site joint effusion) however was still quite swollen (injection site joint swelling), inflamed and warm (injection site joint warmth). After a latency of a day or two later patient knee became hot (injection site joint warmth), very swollen to the point that he was not able to walk (gait inability, onset: (B)(6) 2023). He liked the product but felt he was not compatible with it and taking celebrex to control it and there was no real effect back then (therapeutic product effect incomplete). The patient know it's normal to had a little inflammation, but that's a lot. The patient said he had knee surgery 15 years ago and it was the worst side effect he had. Tomorrow (on (B)(6) 2023) he had an appointment at the hospital to try to find a solution. He continued to taking anti-inflammatory (celebrex) but it did not help as much. Patient returned to orthopedist on (B)(6) 2023 and received cortisone injection that helped with the inflammation. It improved very slowly each day. Very slight inflammation in the morning, but a bit more at the end of the day. Patient put a pillow beneath his knee during the night and it went well. When he wake up in the morning, the first steps were difficult and then it started to get better once the warming up done. Patient also put a lot of ice and was still putting ice. Patient was retired so was able to rest and only doing few activities. Patient was not taking celebrex as of now. Patient also used a balance brace with 10 tractions and this removed pressure from the joint. Patient did not have any previous knee surgery, but he plans to have a knee surgery in the future. He aims to extend the time before having the surgery as much as possible with the viscosupplement injections (as per his orhtopedist, he would have limits after the surgery, so the orthopedist advised him to wait until the pain from osteoarthritis becomes inconceivable). Patient felt he becomes more and more reactive to synvisc-one injections. Action taken: not applicable for all events. Corrective treatment: the patient was treated with celecoxib for injection site joint effusion, received cortisone injection, puts a pillow beneath his knee during the night, warming up was done, put a lot of ice and was still putting ice for injection site joint inflammation, used a balance brace with 10 tractions for gait inability and removal of fluid for arthrocentesis and gait disturbance. Outcome: unknown for the event arthrocentesis, therapeutic product effect incomplete, wrong technique in device usage process, recovering for injection site joint inflammation and was not recovered / not resolved for rest of the events. Seriosness criteria: medically significant for aspiration joint, injection site joint effusion; disability for gait inability and intervention required for gait inability, aspiration joint, injection site joint effusion. A ptc (product technical complaint) was initiated on 16-may-2023, for synvisc one (lot: crsl027a, expiry date: 30-jun-2025) with global ptc number 100328018. The sample was not available. The ptc stated that it is in process. Additional information was received on 16-may-2023 from patient. The events of injection site joint inflammation, wrong technique in device usage process were added. Batch number along with expiry date was added. History was updated. Text amended accordingly. Additional information was received on 26-may-2023 from other healthcare professional from quality department. Ptc details, expiry date updated and strength added. Text amended. Additional information was received on 30-may-2023 from patient. History was updated. Corrective treatment was updated. Clinical course was updated and text amended accordingly.

Event description:
Not able to walk [unable to walk]. Fluid removed (right knee) [arthrocentesis]. Around 60ml fluid was removed [injection site joint effusion] ([injection site joint swelling], [injection site joint warmth]). There was no real effect with no reported adverse event [therapeutic product effect incomplete]. Case narrative: this case is linked to case ID (B)(4) (multiple device suspect used for the same patient). Initial information received on 16-may-2023 from canada regarding an unsolicited valid serious case received from the patient. This case involves a 65 years old male patient who reported not able to walk, fluid removed (right knee), around 60ml fluid was removed and there was no real effect with no reported adverse event while being treated with with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s) and family history were not provided. Concomitant medications included cortisone. On (B)(6) 2023, the patient received synvisc one injection in his right knee at a dose 6 ml once (lot, expiry date, strength - unknown) for osteoarthritis. Information on batch number was requested. Patient went to the hospital to had fluid removed on (B)(6)2023 after a latency of same day (arthrocentesis, intervention required and medically significant) around 60ml was removed (injection site joint effusion, seriousness criteria: intervention required), however was still quite swollen. He liked the product but felt he was not compatible with it and taking celebrex to control it and there was no real effect back then (therapeutic product effect incomplete). After a latency of a day or two later (onset: (B)(6)2 023) patient reported his knee became hot (injection site joint warmth, seriousness criteria: intervention required), very swollen (injection site joint swelling, seriousness criteria: intervention required) to the point that he was not able to walk (gait inability, seriousness criteria: disability and intervention required). The patient was treated with celecoxib for injection site joint effusion and removal of fluid for arthrocentesis and gait disturbance. Outcome: unknown for the event arthrocentesis, therapeutic product effect incomplete and was not recovered / not resolved for the other event. A product technical complaint (ptc) was initiated, and the results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2023: this case involves a 65 years old male patient who reported not able to walk, fluid removed (right knee), around 60ml fluid was removed and there was no real effect with no reported adverse event while being treated with with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.